Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was fired two times successfully with (B)(4) load using peri strips on the gastric pouch. The device was loaded with an (B)(4) without peri strips and on the first firing stroke midline the staples were mangled on the gastric pouch leaving a whole in the staple line. The second and third firing strokes were fine. There was bleeding but the surgeon was able to control the bleeding with sutures. There was no blood transfusion given. The device was reloaded three additional times with white and green reloads. There were three trocars used in the procedure and insufflation loss occurred. The case was completed with no patient consequence. The devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.